Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 09/01/2020. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that at the end of a successful mechanical thrombectomy procedure that was to treat an ischemic stroke event, the femoral access in which the 90cm cerebase da guide sheath (gs9090sd / 30388356) was located, was removed as usual. When the device was removed for disposal, the device was looked at and there was a circular break / tear of the polymer plastic at the distal part of the catheter noted. There was no evidence that part of the device became dislodged in the patient. It was reported that the device was examined prior to use, it was used with the recommended microcatheter and excessive force was not applied during the device use. There was no report of any patient adverse event. The product was returned for evaluation and analysis. The investigational finding is documented below. Photo images of the complaint device were captured and included in the complaint file. The photos underwent review by the product analysis lab. Based on the photos, the cerebase da guide sheath device was observed to be appreciably broken on the distal section. Exposed braid wires were observed. No other additional damage was observed. The appearance of the cerebase da guide sheath in the photos provided confirmed the reported issue documented in the complaint, that the device had a circular break / tear of the polymer plastic at the distal part of the catheter. Further investigations were performed by the research and development (r&d) team and the manufacturing team. The investigational findings are documented below. Investigation summary: the complaint device was received by the r&d team post-decontamination. The entire cerebase catheter was returned. The r&d team analyzed the returned device to determine the potential cause of the catheter separation. The team concluded that the catheter most likely became separated due to being temporarily lodged or caught within the area of separation. This resulted in the outer polymer layer of the catheter to become sheared followed by a complete separation of the polymer circumferentially at the location of the failure. The main characteristic that the torn region of the complaint device has is the retention of mechanical properties of the remaining polymer in the area where the braid wires are exposed. As documented in the complaint and observed by the r&d team, the remaining polymer fragments are intact and since the date that the failure was reportedly observed, it has not fallen apart or propagated throughout the 1 cm that makes up the pebax 35d segment. Upon close examination, the material in this location it was noticed that material has been pushed outward and has been delaminated from the braid wires. Such phenomenon could occur if the catheter were temporally stuck in this location yet still pulled. Upon retraction of a catheter the physician pulls the catheter in the opposite direction. If the catheter were temporarily caught in this location as the physician pulls in the mentioned direction, the material would wrinkle. The torn region is very focal and concentrated within the first 4 mm of the distal pebax 35d segment. It was noticed that certain part of the polymer is softer than the remaining pebax material. The character of the polymer at approximately 3 mm proximal from the torn section is softer than the remaining pebax 35d material. Upon rubbing with tweezers, the polymer is easily removed from the surface of the catheter. This further indicates that the damage was isolated to a small section of the pebax segment. The r&d team concluded that the damage was very localized and occurred due to external means. The cause of the softening is unknown. The manufacturing team also conducted analysis on the returned device after the device was analyzed by the r&d team. The r&d team indicated that the torn area has similarities to a type of manufacturing defect that can occur in which specific polymer is torn and when overheated, can deteriorate. The manufacturing team reviewed the quality standard and procedures for the cerebase catheter subassemblies post-fused process. Based on the analysis of the received physical unit, it was determined that it is not possible that the unit was overheated during the manufacturing process. Manufacturing controls and parameters set up to verify that the catheter meets quality requirements. A review of manufacturing documentation associated with this lot (30388356) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturing team concluded that the issue documented in the complaint that after a successful thrombectomy procedure, when the device was removed for disposal, there was a circular break / tear in the polymer plastic at the distal part of the catheter, was not related nor caused by the manufacturing process. The damage was isolated to a small part and likely caused by external means based on the following: condition of the outer polymer layer is different in the manufacturing process when the catheter is overheated. There are manufacturing controls in place to verify that the catheter assembly meets quality requirements. The reported issue of the circular break / torn in the distal part of the catheter was confirmed based on the condition of the returned device. Based on the analyses performed by the r&d and the manufacturing teams, the most likely contributing factors to the reported issue are external means / forces. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the finished device. Thus, it is not likely that the 90cm cerebase da guide sheath left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Photo images of the complaint device were captured and included in the complaint file. The photos underwent review by the product analysis lab. Based on the photos, the cerebase da guide sheath device was observed to be appreciably broken on the distal section. Exposed braid wires were observed. No other additional damage was observed. The appearance of the cerebase da guide sheath in the photos provided confirmed the reported issue documented in the complaint, that the device had a circular break / tear of the polymer plastic at the distal part of the catheter. Further investigation will be performed when the device is returned for evaluation and analysis. A review of manufacturing documentation associated with this lot (30388356) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that at the end of a successful mechanical thrombectomy procedure that was to treat an ischemic stroke event, the femoral access in which the 90cm cerebase da guide sheath (gs9090sd / 30388356) was located, was removed as usual. When the device was removed for disposal, the device was looked at and there was a circular break / tear of the polymer plastic at the distal part of the catheter noted. There was no evidence that part of the device became dislodged in the patient. It was reported that the device was examined prior to use, it was used with the recommended microcatheter and excessive force was not applied during the device use. There was no report of any patient adverse event.